Event description:
Info received indicates the head end brake is not working.

Manufacturer narrative:
The tech found the brake casters swivels were failing. The tech replaced the two brake casters to repair the stretcher.